Manufacturer narrative:
Philips remote clinical support (rcs) reviewed the strips and audit logs sent by the customer and determined that based on those strips that the premature ventricular contractions (pvc) per minute had not reached the minimum threshold in order to activate an alarm because the 5th pvc had occurred just after the time focus for that time period. Furthermore, it is apparent from the image of the event review that other pvc events were recorded but as they are in cyan (retrospective review of the data tracks arrhythmia events in blue if the alarm was off), the alarms were not on during that timeframe. This is also evidenced by the clinical audit trail that alarms were being frequently turned on and off, it appears that alarms had been turned off and on throughout the patient's stay. Documentation was sent to the biomed and upon conversation with him, it was no longer an issue after the patient was moved to a new unit. The st and arrhythmia (st/ar) white paper (st/ar algorithm application note) was sent to the biomed and an explanation given as to how the pvc alarm chain functions. Upon further conversation with the biomed, it was no longer an issue after the patient was moved to a new unit. The biomed seemed to be in agreement that alarms had been manipulated due to alarm fatigue of the patient and staff.

Event description:
It was reported that frequent premature ventricular contractions (pvc) are not alarming as expected. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.